Event description:
It was reported that a small volume infusor underinfused after 48 hours. The infusor was filled with fluorouracil. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between july 9, 2013 and july 12, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received with approximately 69 ml of fluid in the bladder. Upon receipt, flow was visually observed at the distal luer. The fluid in the bladder was allowed to drain until emptied. A functional flow rate test was subsequently conducted on the complaint sample for 42 hours. At the end of the flow test period, the flow rate was found to be within the specification of the product. Based on the functional flow rate test result, the reported problem was not confirmed. Upon completion of baxter's investigation, a follow-up report will be submitted.